Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set cannula ripped through the skin next to belly button. It was found that cannula was bent. Caller reported that site does not show signs of infection. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer declined troubleshooting for high blood glucose.